Event description:
Pt's ms3 pump sn (B)(4) is no longer working after having an MRI, backup working and she did not miss any therapy. The reported product fault occurred while in use with a pt. The product issue did not cause any or contribute to pt or clinical injury. Dose or amount: 68ng/mg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to present.